Manufacturer narrative:
No further information is available on the product at this time. No sample or photographic evidence was provided, therefore the root cause could not be established. However, if any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the end user indicating that a seal issue was discovered with the product. The item was not in use. No injury or death was reported. This incident was filed in our complaint handling system under number c-1181499.